Event description:
During or procedure, nurse sterilely opened a pack of kittner rolls that come with x5 pieces in the package and when counted, there were x6 in the package. The x6 kittner rolls were removed from the field.